Manufacturer narrative:
Initial and final MDR 1895220 - MDR 8021545-2024-01495 - device 4 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set tap not sticking event on 26-may-2024. Infusion set has been used for less than one day. Insertion area was prepared by alcohol. No further information available.